Event description:
Allergan representative received a voicemail message from a health professional requesting a return kit for an explanted device. Follow-up findings: "band/port explanted due to intolerance of vg band. [The patient] switched to realize band." Additional follow-up findings: the patient came into the explanting doctors office "with complaints of dysphagia and reflux." An "esophagram and chest x-ray" was done. "Patient could not tolerate adjustments [and] was having severe dysphagia and reflux. [The explanting doctor] believes it was band related. The patient had no allergies."

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted the buckle and the band tubing were broken with striations consistent with surgical end cut to remove the device. No leakage from the device indicated. Dysphagia, reflux, and intolerance are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastro-esophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of intolerance as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."